Manufacturer narrative:
Device evaluated by MFR.:the returned product consisted of an angiojet solent omni thrombectomy system with an unknown guide wire and sheath stuck on the device. The pump, shaft, and tip were microscopically examined and it was observed the outer shaft separated approximately 54cm from the tip of the catheter. It appears the coating from the guidewire was coming off at the tip. The windows on the solent omni were damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter separated. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the superficial femoral artery. The catheter separated on the wire inside of the patient's body. They were able to remove the system as a whole. There were no patient complications and the patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter separated. An angiojet solent omni catheter was selected for a thrombectomy procedure in the superficial femoral artery. The catheter separated on the wire inside of the patient's body. They were able to remove the system as a whole. There were no patient complications and the patient was fine.